Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0062) was removed from service because the patient was receiving inappropriate shocks due to a lead fracture.